Event description:
Patient reported a stryker right hip replacement in 2007 or 2008 and is experiencing squeaking 2 years after surgery. Patient noted squeaking sound is different based on his movements. Patient also noted immediately after surgery, patient had a staff infection.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.